Manufacturer narrative:
A customer from the (B)(6) reported to biomérieux false susceptible high level (hl) gentamicin results for a quality control enterococcus faecalis ( atcc 51299) strain, in association with the vitek® 2 ast-p607 test kit. An internal biomérieux investigation was performed. On vitek 2 (v7.01), tests were performed with only the internal reference strain from cba subcultures under o2 and co2 atmosphere conditions. Two (2) lots of vitek 2 ast-p607 cards were tested twice with the internal reference strain (no return of customer strain): customer lot 4870200403 (cl) and a random lot 4870264403 (rl). Results: hl gentamicin syn-r with both lots tested as intended whatever the atmosphere used. The customer issue was not duplicated in-house. Qc testing was conform in-house with the internal reference strain. Potential customer strain issue.

Event description:
A customer from the (B)(6) reported to biomérieux false susceptible high level gentamicin results for a quality control enterococcus faecalis ( atcc 51299) strain, in association with the vitek® 2 ast-p607 test kit. The customer stated the control strain is failing consistently with the ast-p607 card for high level gentamicin sensitivity. The customer expected a resistant result but it is sensitive. The customer plans to confirm the results with etest®. Biomérieux confirmed with the customer that they are using the correct protocol and requested the lab reports. A biomérieux internal investigation will be initiated.